Event description:
Post a coronary drug eluting stenting treatment procedure, an aneurysm was discovered. The pt presented to the hosp with acute coronary syndrome in 2005 and was brought to the ccl for catheterization. It was determined that the pt required intervention. Heparin and a double bolus of integrilin were administered. The 98% stenosed lesion in the moderately tortuous left anterior descending artery was predilated with a 2.5x8mm maverick2 balloon. A taxus express2 2.5x12mm drug eluting stent was inserted to the lesion and deployed at 9 atmi grade 3 flow and no dissection. The physician then focused attention to the calcified mid to distal right coronary artery (rca) with a 95% stenosed lesion. Balloon dilatation was performed using a 2.5x15mm maverick2 balloon. Following this, two taxus express2 2.5x20 drug eluting stents were deployed in both the mid and distal rca. There was no dissection and timi grade 3 flow. Post stent palcement, both vessels were reduced to 0% stenosis. The pt tramsported back to the flr in stable condition. The pt was strongly advise to quit cigarettes. About 8 months later the pt presented with chest pain and was brought urgently to the cardiac cath lab. The physician found an aneurysm in the distal stent. An attempt was made to use ivus however they were unable to pass the catheter. A 2.75x9mm maverick balloon was advanced to the distal rca and inflated to 6 atm's for 23 seconds and again to 12 atm's for 23 secs. The balloon was removed. The pt tolerated the procedure well and had no complaints of pain or discomfort. An integrilin drip had been started prior to the procedure and a ntg patch was applied. The pt also received heparin druing the procedure. The physician's plan for the pt is to monitor the aneusysm.